Event description:
The tee transducer was normally inserted into a patient when during the scan the images began to deteriorate. When the transducer was carefully removed, it was observed that it had been physically damaged. No consequences to the patient were reported.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.